Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and troubleshot the unit. It was founs that the unit is in need of 12k and 7 year preventive maintenance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported issues with amplitude on the 3100 a ventilator. At this time, there is no information regarding patient involvement associated with the reported event.